Event description:
It was reported that the patient came in with their mobile power unit (mpu) alarming even when not connected to it. Troubleshooting revealed that only the green light stayed on while everything else was alarming. Even when not plugged in, the mpu was alarming until the internal battery was removed. Even after putting new batteries in, the alarming continued as before. The patient was given a loaner mpu and the faulty one was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous audio alarm was confirmed/reproduced during the evaluation of the returned mobile power unit serial number (B)(6). The unit was inspected upon arrival and normal wear and tear was noticed on the patient cable. Service depot initially evaluated the returned mpu, and an audio alarm was active. The patient cable was replaced, and the alarm could no longer be produced. After replacing the patient cable, a fully functional checkout was performed, and the mpu passed all tests without issue. The mpu was returned to the customer site, and the replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The forwarded patient cable was connected to a test mpu. The test mpu was powered on, and an audio alarm was reproduced. The test mpu was then connected to a test controller and operated in a mock circulatory loop; the pump maintained a speed above the low speed limit without issue; however, the alarm on the mpu remained active during testing. The atypical alarm could not be cleared even when the patient cable was manipulated by hand. The outer jacket was removed from the patient cable to inspect the underlying shielding and wires, revealing a tear on the insulation of the echo (alarm out) wire, which carries the alarm signal line, exposing the underlying conductors. There was potential contact between the echo wire and the patient cable shielding, which would result in the reported audio alarm. The root cause of the reported alarm was determined to be contacted between the exposed echo wire and the patient cable shielding. This analysis could not conclusively determine the root cause of the damage to the echo wire. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 13apr2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. These sections also state that all mpu alarms are accompanied by an illuminated symbol and to contact the hospital contacts if there is an alarm on the mpu with no visual indication. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, describes how to properly care for and clean all the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.